Event description:
Rep reports that shunt would not reprogram which resulted in an explant. The valve or lot number is not available for eval.

Manufacturer narrative:
It appears at the present time that the device and/or lot number is not available for eval. Codman is unable to conduct a proper investigation without the device and/or lot info. If at some point the device and/or lot info does become available, a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered to be closed.